Event description:
Boston scientific received information that during a follow an increase in pacing impedances was noted, and the impedances appeared out of range. All other parameters appeared normal and no noise was seen on the electrocardiograms. No damage on this right ventricular lead was seen when performing an x-ray. Normal follow ups have been scheduled. This lead remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
A data disk was sent for review to technical services. Upon review it was confirmed that the increase in pacing impedances has been gradual and impedances values had been out of range since (B)(6) 2012. In addition an increase in pacing thresholds was noted. A suspected lead issue was discussed. This lead remains implanted and normal follow ups have been scheduled.